Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure an attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a severely tortuous and calcified lesion with severe in stent restenosis located in the proximal cx artery exhibiting 95% stenosis. There was no damage noted to packaging. There were no issues removing the device from the hoop. The device was inspected with no issues noted. Negative prep was performed with no issued. The lesion was prepped using a laser and a balloon. A 3.0 x 15 mm onyx was successfully deployed in the proximal cx after prepping the lesion. It was reported that a second 3.0x15 mm stent failed to cross the lesion and the stent dislodged during removal. Resistance was encountered when advancing the device. Excessive force was not used during delivery. The dislodged stent was left behind in the distal descending aorta at the iliac bifurcation after numerous unsuccessful attempts at snaring it. The patient is reported as being stable.

Manufacturer narrative:
The restenosed stent was not a medtronic device. The inflation device did remain in neutral during delivery. The stent fully dislodged from the balloon and travelled down to illiac bifurcarion. It was decided to leave the stent behind in the vessel. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.